Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 5 mg/ml for a total dose of 0.5 mg/day via an implantable pump for non-malignant pain. It was reported patient had prialt (ziconotide) in the pump up until (B)(6) 2017. The dose and concentration of the prialt (ziconotide) was unknown. It was stated that a bridge was performed and today ((B)(6) 2017) the patient was admitted to the hospital due to lethargy, sleepy, and patient feel today ((B)(6) 2017). It was stated they realized the pump dose was too high and they were likely going to put the pump at minimum rate or stopped pump mode. It was reviewed that minimum rate would be ideal. It was noted that the manufacturer representative (rep) got a call from the healthcare professional (hcp) for this patient and had to abruptly. No additional questions could be asked. Location of symptoms was noted as other. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.